Event description:
An obituary search identified a vns patient was deceased. Additional relevant information has not been received to-date.

Event description:
Follow-up to the facility where services were performed provided the cause of death as cardiorespiratory failure, due to multiple cerebro-vascular accidents. The onset of the underlying cause of death was 15 years, and the interval for the primary cause of death of cardiorespiratory failure was 4 days. The manner of death was listed as natural. Another significant condition was listed as psychosis secondary to intracranial bleed.